Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. No unexpected insulin flow blocked alarm noted. Device received with scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads, broken belt clip rails, missing display window cover and minor scratched lcd window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalization due to low blood glucose on (B)(6) 2020. Blood glucose reading was 17 mg/dl at the time of hospitalization. Customer was treated with glucagon and glucose tablets. Customer has been using insulin pump system within 48 hours of reported low blood glucose. Auto mode was automatically delivering the insulin at the time of low blood glucose. The insulin pump will be returned for analysis.